Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 65764501100, femoral stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08012.

Event description:
It was reported that the patient was revised for indications of trunnionosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: femoral stem fiber metal midcoat with calcicoat 6 degree neck taper - standard body - collarless size 11 11 mm distal stem diameter 130 mm stem length item# 65764501100, unk liner lot#unk item#unk, unk cup lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.